Manufacturer narrative:
(B)(6). (B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed with no issues noted. A functional flow rate test was performed, and the flow rate of the device was within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not flow during infusion. The device was connected to a non-baxter primary set. The primary solution bag contained normal saline and the secondary bag contained 500 mg sodium valproate in 100 ml of 0.9% normal saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.